Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed errors 307 and 319 upon error log review. The fse replaced the faulty endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported system error and confirmed it via system logs. The ec was powered on at a pca test bench where output voltage from both power supplies was measured to be 24v dc. All led indicators were illuminated on the ecpd board. However, the dcib board had no illuminations. Testing failed. Failure analysis confirmed a component failure. System log review confirmed the error fault and that the issue occurred during a procedure on (B)(6) 2022 using system (B)(4). This complaint is considered a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to repeated non-recoverable errors. System unavailability after the start of a surgical procedure could lead to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, post anesthesia and post surgical port placement, the customer informed the technical support engineer (tse) that error faults occurred on the system. The tse reviewed the error logs and confirmed repeated non-recoverable errors 307 and 319 pointing to the endoscope controller (ec). The tse had the customer reseat the fiber optic cable between the video processor (vp) and the ec and perform a hard power cycle, but the issue persisted. Surgeon made a decision and elected to convert the procedure to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. There was no issue during the setup. However, the ec was noted to be broken during procedure. There was no post-operative complication.